Event description:
Same case as 6000093-2006-01815 and 6000093-2006-01814. It was reported that approx one hr after a coronary artery drug eluting stenting treatment procedure, in-stent thrombosis occurred. Three days prior to the procedure, the pt experienced a myocardial infarction. The lesions were located in the circumflex (cx) and the right coronary artery (rca). The cx was 2.75mm in diameter and 90% stenosed. The rca was 2.50mm in diameter and 95% stenosed. During the initial procedure, two taxus liberte drug eluting stents (des) were successfully placed on the cx; 2.75x16.0mm and 2.25x12.0mm. The vessel was not pre-dilated and stents were placed in an overlapping position. The rca was pre-dilated with an unspecified balloon and a taxus liberte 2.50x16.0mm des was successfully placed. Approx one hr after the stenting procedure, the pt experienced chest pain with st elevations on v4-v6. Angiography confirmed stent thrombosis which caused a critical stenosis in the cx and sub-occlusion in the rca. An unspecified re-intervention was performed in which reopro was administered. The pt was hospitalized and there were no further reported complications. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 8421208 found that the device met its material, assembly and product specifications, at the time of release to distribution. All relevant personnel have been notified of this complaint.